Manufacturer narrative:
(B)(4).

Event description:
The patient reported that it wasn't quite acting right and was unable to recharge. The patient was not using it as much and the last successful recharge was noted to be (B)(6) 2015. It was noted that the patient had an appointment on (B)(6) 2016. Relevant medical history included post lumbar laminectomy syndrome. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had another meeting set up for the next day, and the charging difficulty had not been resolved yet. It was noted that they had not charged since (B)(6) 2015, and it would not charge at all. Follow up efforts were initiated to determine if the scheduled appointment had resolved the recharging difficulties, and a supplemental report will be submitted if additional information is received.